Manufacturer narrative:
Ziv6-35-125-5.0-40-ptx-ci is an investigational device in china however zilver ptx is a legally marketed device in the u.s. PMA/510(k)#: p100022. The ziv6-35-125-5.0-100-ptx-ci stent of lot number c1063282 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. From available information, it is known that the patient had pre-existing conditions including coronary artery disease. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. As no imaging was available at the time of investigation, a definitive cause of this event cannot be determined at this time. It may be noted that as per instructions for use restenosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, treatment included a change in medications. No other adverse events have been reported for this patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(4). The lesion morphology revealed no calcification or thrombus. There was no previous intervention in the study lesion. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There were three patent runoff vessels. Baseline angiographic lesion measurements revealed a proximal and distal reference vessel diameter (rvd) of 4.0 mm and 100% diameter stenosis. The lesion length was 120.0 mm. The left abi was 0.49 and the rutherford classification was three. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 120 mm balloon. One 5.0 mm x 100 mm (lot # c1063282) and one 5.0 mm x 40 mm (lot # c969444) zilver® ptx® v study stent was placed in the left proximal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 mm x 80 mm dilatation balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the left leg was 1.11. On (B)(6) 2015 (six days post-procedure), the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2015 (177 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 1.15 and the rutherford classification was one. Since the last visit, the patient had no significant medical problems or hospitalizations. On (B)(6) 2016 (373 days post-procedure), the patient stopped taking aspirin, but continued taking plavix. On (B)(6) 2016 (380 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was 0.52 and the rutherford classification was two. Since the last visit, the patient had no significant medical problems or hospitalizations. The ultrasound was performed, but no information is available in the database at this time. The site has been queried. On the same day, the site reported a thrombosis proximal to and within the study lesion. Treatment included a change of medications. The investigator reported a possible relationship to the study product. The following comment was provided: ¿patient got the doppler ultrasound examination on (B)(6) 2016. The result showed that the proximal femoral artery and proximal and middle of study stent both occured occlusion, thrombosis has been fully formed. The middle and long segment of the stent is patent.¿ the site has been queried regarding the contradictory statement of patency and occlusion within the middle of the stent. Another query has been placed regarding clarification of the event category (thrombosis v. Occlusion/restenosis). On (B)(6) 2016 (381 days post-procedure), the patient resumed taking aspirin. Site has stated relatedness of event to device as unlikely. As 2 zilver ptx devices are reported as involved in this event, a separate report has been submitted for each suspect device. Reference also report # 3001845648-2016-00115.

Manufacturer narrative:
Ziv6-35-125-5.0-40-ptx-ci is an investigational device in (B)(4) however zilver ptx is a legally marketed device in the us. PMA/510(k)# of a similar device: p100022. The ziv6-35-125-5.0-100-ptx-ci stent of lot number c1063282 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: ¿findings: implantation angiography and one year follow up ultrasound is provided with the complaint report. The lesion was an 11.5cm long left mid and distal sfa occlusion. The occlusion was eliminated by stenting. Inflow was limited by diffuse mild and moderate proximal sf a stenosis. Four foci of lumen narrowing ranging between 2.6 and 3.0mm were present. No significant runoff stenosis was present with three vessels patent to the ankle and two into the calf. On the one year follow up ultrasound, the sfa proximal the stents and the stents were occluded until the 12-14cm down the stented segment where a tiny channel reconstituted. The stent likely reconstituted through a large muscular branch that persistently filled on the completion angiogram despite having its ostium covered by the stent. The artery distal the stent end was imaged for 5cm and diffusely narrowed. No stent deformation of compression was evident. Impression: stent occlusion and proximal sfa occlusion is confirmed. Only the distal most centimeter of the stent remained patent. The sfa proximal the stent was diffusely mild and moderately narrow with four areas of stenosis between 40-50%. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were observed. The stents were implanted downstream significant unaddressed sfa stenoses. Significant findings relative to the design or performance of the device were observed. Both stents were occluded at one year. Cause of adverse events was not observed.¿ the customer complaint can be confirmed as stent occlusion was evident on the imaging. According to the imaging review, stent occlusion and proximal sfa occlusion is confirmed. Only the distal most proximal centimetre of the stent remained patent. The stents were implanted downstream of a significant unaddressed sfa stenosis. The sfa proximal the stent was diffusely mild and moderately narrow with four areas of stenosis. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is unlikely that the reported occlusion occurred due to device malfunction. However, a definitive root cause cannot be determined. It may be noted that as per instructions for use restenosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to information provided, treatment included a change in medications. No other adverse events have been reported for this patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. Initial description submitted as follows; (B)(4). The lesion morphology revealed no calcification or thrombus. There was no previous intervention in the study lesion. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There were three patent runoff vessels. Baseline angiographic lesion measurements revealed a proximal and distal reference vessel diameter (rvd) of 4.0 mm and 100% diameter stenosis. The lesion length was 120.0 mm. The left abi was 0.49 and the rutherford classification was three. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion n with one inflation of a 4.0 x 120 mm balloon. One 5.0 mm x 100 mm (lot # c1063282) and one 5.0 mm x 40 mm (lot # c969444) zilver® ptx® v study stent was placed in the left proximal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 mm x 80 mm dilatation balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the left leg was 1.11. On (B)(6) 2015 (six days post-procedure), the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2015 (177 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 1.15 and the rutherford classification was one. Since the last visit, the patient had no significant medical problems or hospitalizations. On (B)(6) 2016 (373 days post-procedure), the patient stopped taking aspirin, but continued taking plavix. On (B)(6) 2016 (380 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was 0.52 and the rutherford classification was two. Since the last visit, the patient had no significant medical problems or hospitalizations. The ultrasound was performed, but no information is available in the database at this time. The site has been queried. On the same day, the site reported a thrombosis proximal to and within the study lesion. Treatment included a change of medications. The investigator reported a possible relationship to the study product. The following comment was provided: "patient got the doppler ultrasound examination on (B)(6) 2016. The result showed that the proximal femoral artery and proximal and middle of study stent both occured occlusion, thrombosis has been fully formed. The middle and long segment of the stent is patent." The site has been queried regarding the contradictory statement of patency and occlusion within the middle of the stent. Another query has been placed regarding clarification of the event category (thrombosis v. Occlusion/restenosis). On (B)(6) 2016 (381 days post-procedure), the patient resumed taking aspirin. Site has stated relatedness of event to device as unlikely. As 2 zilver ptx devices are reported as involved in this event, a separate report has been submitted for each suspect device. Reference also report # 3001845648-2016-00115.